Manufacturer narrative:
The customer requested that the device be returned to bench for evaluation, however, the device has not been received. The case has since been closed due to no customer response.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that battery pca is damaged battery pins. There was no reported patient involvement.